Manufacturer narrative:
This report is submitted on january 31, 2022.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. It was reported that open circuits were noted on all electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The patient also experienced extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: device analysis report indicated that there was no device malfunction. Device analysis report attached. This report is submitted on july 5, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new device during the same surgery. This report is submitted on may 31, 2022.